Manufacturer narrative:
Customer address-no. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a defogging function error, blurry image. This issue occurred during inspection at the time of setup, before the patient entered the room. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure of "defogging function error e104" was confirmed; however, the reported issue of "blurry image" was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defogging function error (e104), caused by loose soldering points on the printed circuit board (pcb) located in the insertion tube beneath the tesu board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.